Event description:
It was reported, the patient had a change in therapy effect and had increased pain, which began 3-4 days ago. It was further reported this was the second or third day the patient had been in the hospital. It was noted they did not know if the pump was working properly, but have heard no audible alarms. It was also reported, the healthcare provider (hcp) suspected neurological for the reason of the increased pain so they wanted to confirm the pump status, but had no access to an 8840 physician programmer. It was noted the hcp was trying to contact the patient¿s follow up doctor. It was unknown what drug the pump was being used to deliver. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8709sc, lot# n141106013, implanted: 2009 (B)(6); product type catheter. (B)(4).